Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the black box showed several unexplained power on reset events. The returned battery cap was undamaged and was able to fit securely. The battery cap measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.